Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room without a pulse. Resuscitation efforts were performed but the patient deceased. There is no known allegation from a health care professional that suggests the death was device related. The cause of death was unknown. No additional information was available at this time.

Manufacturer narrative:
Should have been reported as (B)(6) 2008.